Event description:
New information received notes that when the asymptomatic patient presented in clinic for a subsequent follow up, the device showed further post-paced t-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with device that was post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Device remains implanted.